Event description:
It has been reported that one pegasus bl 22ga x 0.75in prn has been found with ruptured tubing during use. The following has been provided by the initial reporter: on (B)(6) 2019, during high-pressure injection , it's noticed that the end of ext tubing (near the ext. Tubing) burst.

Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 8233209. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the engineers were able to evaluate the expanded tubing in the photographs submitted. Based on the evaluation and description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all pegasus units; bd will continue to track and trend for this issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one pegasus bl 22ga x 0.75in prn has been found with ruptured tubing during use. The following has been provided by the initial reporter: on (B)(6) 2019, during high-pressure injection , it's noticed that the end of ext tubing (near the ext. Tubing) burst.